Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced chronic recurrence, dyspareunia and infections. It was reported that the patient underwent a laparoscopic cholecystectomy on (B)(6) 2009. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to recurrence of stress urinary incontinence, hypermobility of mid urethra and a failed previously placed transobturator mid urethral sling. No additional information was provided. (B)(4) - undefined recurrence; dyspareunia; hypermobility of mid urethra.